Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, device-to-device interaction testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. Leak and aspiration performance testing of the returned sheath observed the device to failed to seal pressure and fluid within the sheath. Device interface with the returned faradrive sheath and its returned farawave catheter observed a successful interaction and confirmed both devices were able to be flushed with deionized water. During flushing from the farawave catheter's flush port, a leak occurred from the hemostatic valve. This leak correlates with the leak results from the leak performance test. Inspection of the hemostatic valves found both valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath and identified as the primary cause of the allegation. The reported clinical observation of air bubbles was confirmed by the analysis results, though the reported difficulty flushing the device was not confirmed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive sheath and during aspiration and flushing, a leak in the hub was noted resulting in the constant aspiration of air bubbles out of the sheath. The physician attempted to aspirate and flush further to resolve the issue without success. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is not expected to return for analysis as it was retained by the customer. It was further reported that it was very difficult to flush the sheath with the syringe additionally during preparation. At the time of the event, a rosen guidewire was inside the farawave catheter and the farawave catheter was half inserted into the sheath. The method of irrigation used was a normalized pressurized bag with approximately one drip per second or two. The reported air bubbles were observed in the flush port while aspirating constantly and would not resolve while the farawave catheter was inserted into the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive sheath and during aspiration and flushing, a leak in the hub was noted resulting in the constant aspiration of air bubbles out of the sheath. The physician attempted to aspirate and flush further to resolve the issue without success. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is not expected to return for analysis as it was retained by the customer. It was further reported that it was very difficult to flush the sheath with the syringe additionally during preparation. At the time of the event, a rosen guidewire was inside the farawave catheter and the farawave catheter was half inserted into the sheath. The method of irrigation used was a normalized pressurized bag with approximately one drip per second or two. The reported air bubbles were observed in the flush port while aspirating constantly and would not resolve while the farawave catheter was inserted into the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive sheath and during aspiration and flushing, a leak in the hub was noted resulting in the constant aspiration of air bubbles out of the sheath. The physician attempted to aspirate and flush further to resolve the issue without success. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is not expected to return for analysis as it was retained by the customer.